Manufacturer narrative:
The user facility submitted medwatch mw5115661 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inner tubing of the administration port separated from an intravia container which resulted in a fluid leak. This issue occurred when the blue tip protector was pulled from the administration port. This issue was further described as, when rn pulled the blue tab off the port to administer. The inner tubing also came out which left the port as an open hole. Rn tried to spike it without the inner tubing and the medication leaked around the spike which made the rn question what happened to the port. At this point, they realized the inner tubing came out when it was not supposed to. This issue occurred during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.